Manufacturer narrative:
(B)(4). Evaluation summary: the pal (product analysis lab) evaluated the device and found an iipv (increased intra-peritoneal volume). The cause was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 7. The patient's drain volume was 3419ml. The fill volume was 2000ml, which meets iipv criteria. Baxter product surveillance contacted the nurse on (B)(6) 2011. The nurse does not recall the patient reporting any excessive drains or symptoms of overfill. According to the nurse the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event. No further information is available.